Manufacturer narrative:
The mayfield composite series base unit, standard (a3101) was returned for evaluation.: failure analysis - unit received without an end cap on the left side. The locking knob for the left bracket needs to be readjusted. The handle is testing low under pressure and will need to be readjusted. The swivel adaptor will need a new drawbar. General maintenance and cleaning required at this time. Replacement of end cap and drawbar, readjustment of the locking knob and handle. Root cause - the reported complaint was confirmed via inspection of the unit. Base handle tested low and needs to be readjusted. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00352. A facility reported that mayfield base unit (a3101) was loose in many of the locking areas and need to be properly recalibrated. It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.